Event description:
Thirteen y/o female had a appendectomy on 5/7/96 for ruptured appendicitis with peritonitis. A #7 drain was placed and secured to the skin with 3-0 suture. On 5/13/96, the surgeon removed the drain and noticed the tip of the drainage catheter was not present. An x-ray of the lower abdomen showed the foreign body. Pt required add'l surgical procedure to remove the end of the drainage catheter.